Manufacturer narrative:
Concomitant medical products: product ID: 8596sc, serial#: (B)(4), implanted: (B)(6) 2015, explanted: (b)(60 2022, product type: catheter. Other relevant device(s) are: product ID: 8596sc, serial/lot #: (B)(4), ubd: 06-may-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was receiving methadone (30 mg/ml at unknown dose) via an implantable pump for malignant pain, non-malignant pain, failed back syndrome - other, and spinal pain indications. It was reported that the patient experienced withdrawal and the pump residual volume was extremely high versus expected. The patient had a catheter revision on (B)(6) 2022 to remove the kinked piece and then add a new 8596sc. The catheter study was performed successfully but the doctor pushed the medication into the space and caused the patient's respiratory rate to fall. Narcan was given. The issue was resolved at the time of report. The patient's weight and medical history were asked and will not be made available. The patient's status at the time of report was alive - no injury.